Event description:
It was reported that an ilet user experienced a disconnection between the infusion set connector and the pump while sleeping, subsequently reconnected, then received an occlusion alert and sustained hyperglycemia at 400 mg/dl until the infusion supplies were changed; the user had also overtreated a prior hypoglycemic episode, and the device involved was an infusion set with a connector/coupler type. Investigation of this case revealed an obstruction of flow consistent with an occlusion alert and a connector/coupler issue, with deformation or component-related failure considered, and the event resolved only after infusion set replacement. Symptoms included polydipsia associated with hyperglycemia, no symptoms reported for hypoglycemia. Outcomes included a delay to insulin therapy before the supply change, after which glucose values returned to range without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was obstruction at the infusion set/connector leading to delayed insulin delivery.